Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) hours post procedure the patient became hypotensive. A transthoracic echocardiogram showed that there was a 3cm pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis draining fluid from the patient. The patient was given dopamine to help raise their blood pressure and was being auto-transfused blood over two (2) hours. The patient did not experience any other complications and is expected to make a full recovery.